Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine post-operative device check for a breast biopsy, the right ventricular (rv) lead exhibited high impedance. No intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.